Manufacturer narrative:
Eval summary: a cartridge and lens were returned for analysis and the reported complaint was observed. The cartridge tip has heavy stress and the beginning of an aneurysm. Lens damage was also observed. Product history records were reviewed for the cartridge and iol and all documents indicate the product met release criteria. The root cause is most likely related to a failure to follow the dfu. The surgeon used an unapproved viscoelastic. The use of unapproved products may results in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, when the iol was pushed through the narrowest part of the cartridge, the cartridge broke and the iol was scratched. The iol was removed from the eye and the procedure was completed with another lens. In a follow up, the surgeon reported an extended hospital stay with treatment was required due to the pt developing corneal edema following the iol procedure. The surgeon reported the event resolved with treatment. The surgeon indicated the use of an incorrect viscoelastic during the implant procedure.